Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced critical pump error (open book image), keypad/button unresponsive/button error. The customer reported, no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer will discontinue the use of the insulin pump. No harm requiring medical intervention was reported. Mmt-1884l was requested. And customer response was, the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for any 61 stuck key alarms that may have occurred in the past. The adapt tool reveals that several 61 stuck key alarms were displayed on (B)(6) 2024 from 17:10:37.000 through 18:03:32. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic stack. During deconstructive analysis, moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces were noted. Keypad overlay was removed, and moisture damage was noted. Corroded keypad assembly at right button and u1 keypad component was noted. Unit also received with scratched case and cracked belt clip rails. In conclusion the unit came in with a critical pump error (open book) alarm and stuck key alarms were recorded in adapt history download. Moisture damage on electronic assemblies and keypad assembly were noted during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.